Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020 the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery died during a blood transfusion while the pump was plugged into the wall. There was no notification that indicated the battery was low. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.